Manufacturer narrative:
Analysis of the neurostimulator found no significant anomalies. The ins was functionally ok. The trace report found there was no telemetry at check in. Telemetry was restored after one physician mode recharge. The battery was recharged. The connector ports, access hole adhesive, grommets and setscrews were ok. The connector module was scratched, and the ins can was dented and scratched. The telemetry was ok, though there was no initial output. There were no issues when pressing on the ins can.

Event description:
It was reported that the pt's implantable neurostimulator battery was depleted. The pt experienced no related signs or symptoms. The pt had been hospitalized due to pancreatitis and also had a cholecystectomy performed. The pt's device was not recharged or turned on during the pt's hospitalization. It was subsequently not possible to interrogate the device. It was found that the pt's device was in over-discharge. A physician mode recharge (pmr) was performed and the pt was then able to recharge the device. It was later reported that the pt's neurostimulator had encountered a power on reset (por). The pt also experienced coupling and communication issues with the recharger, and had difficulty recharging the device. It was noted that the neurostimulator "fell further into the pocket." The pt had multiple CT scans and a hida scan. The indications for these tests was not provided. The neurostimulator was subsequently removed and replaced. The pt resolved without sequelae.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.